Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 49 mg/dl. Customer's other blood glucose value was 120 to 219 mg/dl to 52 mg/dl to 120 mg/dl. The device will not be returned for analysis.